Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint delivery catheter system (dcs) at medtronic's quality laboratory, the dcs was received with the handle components detached from the dcs, the capsule was fully opened, the end cap/screw gear snap fit was connected. Visual analysis showed the tip-retrieval mechanism appeared intact. Delamination was observed over the nitinol reinforcing frame along the full length of the capsule. A dent was observed on the inner member near the spindle hub. Both tab 3 and tab 4 of the male actuator component were hinged inward. During functional testing, the trigger moved to fully advanced and retracted positions and locked in place when released. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Recapturing is a feature of the dcs that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. The cause of the positioning difficulty could not be conclusively determined. Delamination typically occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy. A kink was observed in the inner member shaft; however, the description of the event does not indicate this damage occurred during the reported issue. Inner member shaft kinks have historically been observed when the device was returned for analysis with the capsule open and no stylet in place to support the shaft, as was observed in this case. The actuator components were detached which confirmed the event. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Hypotension is a known potential adverse effect per the device instructions for use. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. A conclusive cau se could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, the implant depth was low and the valve was recaptured. The valve was re-deployed and again the implant depth was low. During the second recapture, at 50% valve deployment, the actuator of the delivery catheter system (dcs) separated in half. The physician was unable to re-attach the actuator and the patient was hemodynamically unstable with zero pressure. The valve was released. The implant depth was a little low with moderate paravalvular leak; however, the hemodynamics were good. It was reported the patient had big ilio-femoral vessels (8mm) with no tortuosity and no calcification. No adverse patient effects were reported.